Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (10 mg/ml at a dose of 2,38 mg/ml) via implanted infusion pump. It was reported that during a refill procedure, the tablet indicated only 3ml in the reservoir to be aspirated. After aspiration, 35ml was removed from the reservoir 4 months after the last refill. The pump was not delivering the necessary medication. There were no apparent environmental/external/patient factors that may have led or contributed to the issue. During the refill that was performed, a catheter test was also performed with aspiration and contrast infusion, as well as a test of the device's bearings and rotor. The logs were read and there was no permanent stoppage. The pump was replaced and would be returned. The patient's concomitant medications included metadona and zolpids. It was reported that the patient did not present withdrawal crises due to the use of oral methadone. There were no patient symptoms or complications associated with this event. The patient's status was alive no injury. The patient's age, weight, and medical history were asked, but unknown. According to the logs a low reservoir alarm was noted on 2024-nov-20 at 17:01. The logs also showed a service code 303 (pump is out of sync with programmer time). Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) on 2024-nov-26. It was reported that there was no set date for the pump replacement. The results of the rotor study and catheter study were that the catheter showed contrast output at its tip. The rotor test showed no change or change in angle in the radiopaque spheres. A new refill was made normally. Service code 303 resolved with updating the schedule.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense accuracy testing. No anomalies including motor stalls were seen upon review of the pump memory logs. The pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (10 mg/ml at a dose of 2,38 mg/ml) via implanted infusion pump. It was reported that during a refill procedure, the tablet indicated only 3ml in the reservoir to be aspirated. After aspiration, 35ml was removed from the reservoir 4 months after the last refill. The pump was not delivering the necessary medication. There were no apparent environmental/external/patient factors that may have led or contributed to the issue. During the refill that was performed, a catheter test was also performed with aspiration and contrast infusion, as well as a test of the device's bearings and rotor. The logs were read and there was no permanent stoppage. The pump was replaced and would be returned. The patient's concomitant medications included metadona and zolpids. It was reported that the patient did not present withdrawal crises due to the use of oral methadone. There were no patient symptoms or complications associated with this event. The patient's status was alive no injury. The patient's age, weight, and medical history were asked, but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the date had not yet been set for pump replacement, but the pump would be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the pump was replaced on (B)(6) 2025. It was further reported that the 40ml pump that should have had 28ml, presented its reservoir in full containing the same 40ml on the day of the refill. With that, that had confirmation that no amount of medication was infused into the patient.